Event description:
According to the complainant a progav was not adjustable postoperatively. The valve was implanted on (B)(6) 2014. The valve was explanted on (B)(6) 2017 and returned to the manufacturer. Further details were not provided. Height: 50 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition): the valve was received submersed in an unindented liquid via the provided returnkit. Result: first we performed a visual inspection of the valve. Except for scratches, no significant deformations or damage of the valve were detected. Next we tested the permeability, adjustability, as well as the brake functionality and braking force. The valve was permeable, albeit with difficulty. It was not possible to adjust the valve due to the defect of the bake. Additionally, the brake function and force test could not be performed. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, cn cause a lowering of the housing diaphragm, which is supposed to hold the rotor in its position, and impair its function. The brake is defective. Next, we have dismantled the valve. Inside we have found a buildup of substances (likely protein). Based on our investigation, we can confirm that the valve was non-adjustable at the time of our investigation. The cause of the defect of the rotor could not be determined through our investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.